Event description:
A suprapubic jackson - pratt drain was inserted during pelvic/abdominal surgery. In the immediate post operative period it was noted there had been no drainage from the jackson-pratt drain for several hours. During manipulation of the drain by the surgeon, the drain broke off necessitating the pt's return to surgery for retrieval of the drain portion remaining in the pt's abdomen.